Event description:
Baxter IV pump used for IV potassium infusion at 0445. Pump had drips going in chamber and synced with mar, and even beeped at exactly an hour when it was done infusing. However, the pump never infused the medication to the patient, the bag was still full, so this rn took the pump out of service and used a different pump to hang the IV potassium. Manufacturer response for IV pump, baxter IV pump (per site reporter) ongoing issue. Per ynhhs clinical engineering, nothing telling from the logs and pump passed all tests.